Manufacturer narrative:
Additional information provided. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported a corneal stroma structure issue occurred after lifting a laser created flap. Flap was easily lifted and the surgery went on without any problems. Post-operative recovery was normal and the patient did not suffer. Upon follow up, stromal surface was noted to be smoother at the flap periphery and more irregular (orange peel) in the center.